Manufacturer narrative:
The device used in treatment was returned for evaluation, establishing a relationship between the event reported. A visual inspection found defects to the outer casing, the functional evaluation found that there was no issue with the battery however it could not be charged with the root cause identified as a defective mains power charging port. A review of manufacturing records for the reported lot/batch, found no non-conformances or anomalies during production. The device/product met all specifications upon release into distribution. Complaint history for the reported event has been reviewed, revealing further instances, these instances are being monitored to determine if additional actions are required, however this investigation is now complete. Please be assured that all products are released to market following rigorous quality checks during production and prior to despatch. By acknowledging and investigating your complaint this collaboration enables us to drive our passion to continuously review, improve and steer our shared purpose of providing the best possible outcome for customer and patients. Smith and nephew take all customer complaints and concerns seriously, we strive to have the best understanding of our patients needs and have built a strong culture of care, collaboration and courage to offer a service which we are proud of.

Event description:
It was reported that the console displays the message "critical battery shutdown" and shuts down while the battery is connected to the mains. The console has been plugged into another outlet for 30 minutes to recharge it. The green light on the console remains on. After 30 minutes, the device is switched on (while still connected to the mains), the console starts up, displays the message "welcome" and then "critical battery shutdown", and switches off a few seconds later. The scenario has been run twice and each time the same result has been observed. The device is available for analysis. There was a short delay, but besides it, the treatment could be completed using a backup device with no harm to the patient. The investigation approved on (B)(6) 2020 confirmed that the dc inlet port was defective.